Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50 ml luer-lok syringe was cracked and leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the syringe got cracked leading to an important leakage of the medicine used (acupan) when filling a portative medical device imm®. No clinical consequences for the patient, filling could be done with another syringe of the same brand."

Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. The product was visually inspected, observing damage on the barrel of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for lot 1910219, no deviations or non-conformance's related to the reported issues were identified during the manufacturing process. Based on the marks noted on the device, it was determined the damage occurred as a result of the product getting jammed within the wheel of the manufacturing equipment. The manufacturing facility has been made aware to increase awareness of this matter.

Event description:
It was reported that the bd plastipak¿ 50ml luer-lok syringe was cracked and leaked during use. The following information was provided by the initial reporter, translated from french to english. Verbatim: ¿the syringe got cracked leading to an important leakage of the medicine used (acupan) when filling a portative medical device imm®.no clinical consequences for the patient, filling could be done with another syringe of the same brand.